Event description:
IV placed and the extension set used which is standardbore pressure related extension set (6 inch) and compatible with the IV set. When used it would not allow for blood draw or administration of IV fluids in a critical situation. This has happened on several occasions. We will continue to track, trend and monitor these events.